Manufacturer narrative:
The manufacturer did not yet receive explanted devices or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a nail broke while the pt left the car; the maximum weight bearing is (B)(6); it is unk if the pt used an exit equipment.